Event description:
The user facility reported that the tr band 2 involved was applied as usual and achieved hemostasis. After the patient was transferred to a stretcher from the procedure table, it was noticed that a hematoma was forming proximal to the tr band 2. Pressure was applied to reduce the hematoma then a 2nd tr band was applied proximal to the first device and inflated with air. The patient was sent to the recovery floor and standard protocol was followed. The blood loss was less than 250cc's. The patient was in stable condition, recovered, and discharged home. The procedure outcome was as desired. Additional information was received on 06 apr 2023: bleeding at site was observed while the patient was still in the procedure room and between the time the band was applied, and the patient was transferred to transport stretcher. It was unclear if there was air leakage or insufficient air placed in band, or if the band migrated from its original placement during transfer. The 2nd tr band resolved the hematoma. No additional intervention was reported.

Manufacturer narrative:
Catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: multiple techs. E3: occupation: xray tech. H4: device manufacture date: unknown due to unknown catalog and lot combination. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint can be confirmed for air flow issues because the cause of the issue was discussed with the clinical specialist. Without a sample, the exact root cause could not be determined. The likely root cause is the user is not injecting enough air initially, leading to bleeding at the access site. Review of the device history record (DHR) could not be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazad based risk table (hbrt).